Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up noise was observed on the competitor right atrial (ra) lead and right ventricular (rv) lead. There was no asystole observed. Subsequent information was received that the patient reported feeling dizzy. Upon investigation, noise was persisting and resulted in intermittent asystole greater than two seconds. Myopotiential stimulation tests along with pocket manipulation were performed and no noise was created. Daily measurements of impedance measurements seemed on the higher end, but stable. No adverse patient effects were reported.

Event description:
Subsequent information was received that the noise on the competitor ra and rv leads continued to be an ongoing issue. As a result, the sensitivity was reprogrammed. No adverse patient effects were reported.